Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5081027 / 5081977, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the leads had migrated as the ipg had flipped in the pocket. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.